Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 226 mg/dl. The customer¿s blood glucose level was 177 mg/dl at the time of the incident. The customer reported feeling nauseated, and it was treated with the insulin pump. Customer did not state how the incident occurred, but was able to troubleshoot and perform a manual prime/fill tubing with the current set. Customer will call back when they receive a tubing clamp so they are able to perform a high-pressure test and see if the insulin pump is able to detect and occlusion. Nothing was returned or shipped.